Event description:
It was reported that the patient experience episodes of ventricular fibrillation (vf) and ventricular tachycardia (vt). The arrhythmias were appropriately detected by the non-abbott device, however, no defibrillation therapy was delivered by the right ventricular (rv) lead. The patient experienced pain, however, the arrythmias self-terminated. The patient was admitted to the hospital and the device was replaced. However, after replacing the device, vf termination was again not successful. A lead fracture was suspected, therefore, the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The events of lead fracture, no hv output and inadequate hv output were reported to abbott and confirmed. As received, a complete lead was returned in two pieces. Visual examination of the lead found clavicle crush distal to suture tie impression. X-ray examination found one of the cables and inner coil filars were fracture/ separated. Destructive analysis found one of the superior vena cava cables was fractured/ separated, the inner coil lumen and (polytetrafluoroethylene) ptfe liner were abraded, the inner coil filars were fractured/melted/separated at the clavicle region. The cause of the reported events was due to the fractured/separated one superior vena cava cables and fractured, separated and melted filars of the inner coil consistent with clavicular crush. Subclavian crush is a known potential complication associated with the use of endocardial leads.